Manufacturer narrative:
(B)(4).

Event description:
It was reported that the clinical specialist received "unable to open port" error message intermittently during generator interrogation which was eventually resolved. The suspected tablet was returned on (B)(6) 2015. Analysis is underway but has not been completed to date.

Event description:
An analysis was performed on the returned tablet and the reported error was not verified. No anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge.